Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The current blood glucose level was 400 mg/dl due to bent cannula. The customer was assisted with troubleshooting. Customer reported that they did not use auto mode feature at the time of event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.